Event description:
A medtronic representative reported that, the detector positioner louvered cover is loose on the imaging system. This was discovered outside of surgery; therefore there was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.a medtronic representative went to the site to test the equipment. There are two hinges and springs that hold the louvered cover on the o-arm and they were missing during inspection of the o-arm. The rep replaced and repaired the louvered cover, hinge, and springs. The site was responsible for the damage due to getting a drape caught inside the gantry. The broken hinge, spring and cover were disposed of at the site. The imaging system passed image testing and the issue was resolved.